Event description:
The pt expired after numerous shocks were given during an episode of ventricular tachycardia. Shock impedance, with an average value of 40-50 ohms, suddenly dropped to 19 ohms. The final event showed a shock impedance of greater than 200 ohms.